Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed. The reported complaint was able to be confirmed and duplicated. The pt 802 transducer has failed. This issue will be internally investigated within vyaire.

Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, carefusion has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using vela ventilator; the unit displays a circuit disconnect alarm. The customer performed troubleshooting and reported the inspiratory transducer is out of order. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
The vyaire medical failure analysis laboratory received the suspect component, a vela main printed circuit board assembly (pcba). Upon completion of the device evaluation, a follow-up report will be submitted.

Event description:
The customer reported that the ¿circuit disconnect¿ alarm could not be reset while the device was in use on a patient. The ventilator was swapped out for another ventilator and there was no patient harm/injury. The ventilator passed the user verification test (uvt) leak check, but auto-triggering was confirmed with a test lung. The customer resolved the issue by replacing the main printed circuit board (pcb).